Event description:
The customer reported black screen involving an olympus gastrointestinal videoscope. The customer suspected that the cause of issue was due to plug. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: distorted image due to faulty plug unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause of black screen and distorted image traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.